Event description:
Respiratory therapist was unable to pass suction catheter via the et tube, even with a pediatric suction catheter. Pt was re-intubated by the physician. Pt did go into respiratory arrest but recovered after treatment. When the tube was removed, the tubing was kinked and there was evidence of a large mucus plug.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.